Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. Date of event is an approximation. The patient experienced inaccurate cgm values 2 days after the sensor was inserted in the arm. On (B)(6) 2024, the cgm reading was normal, but the value was not remembered. Because of this, he was not alerted to his hypoglycemia and lost consciousness. He thinks his parent called 911. He was not aware of the bg taken by emergency medical services but noted that the cgm reading was higher than the bg taken by paramedics. The patient was treated with an IV. There was no documentation of further medical evaluation or intervention, and the patient was fine at the time of the call. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.